Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer did not recall any significant events leading up to this issue. Customer also reported that the device had an unexpected restart alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No unexpected reset error alarm was noted. The insulin pump was received with a corroded battery tube. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, and broken belt clip slot.